Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. The grippers of the first clip actuated during device prep. During gripper orientation within the left atrium, the anterior gripper did not lower. The posterior gripper could lower. Troubleshooting, such as; lock-unlock the clip, release of sleeve curves, and translating were performed and unsuccessful. The clip delivery system (cds) was removed and replaced. The mr was reduced to grade 1-2. There were no adverse patient effects.

Manufacturer narrative:
All available information was investigated and the reported single gripper actuation was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information provided and the returned device analysis, a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.